Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, the physician was not able to get the lead to be pushed past the setscrew of the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.